Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2318, and no non-conformance's were identified. Investigation summary: a picture was returned for analysis. Upon visual inspection of the picture, a broken needle of product code vcp352 lot# mk2318 could be observed. However, we can't determine what happen as the needle was not returned. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle found broken in the package before handling or was the needle broken during use or during dispensing?

Event description:
It was reported that a patient underwent an endoscopic myoma surgery on (B)(6) 2019 and suture was used. It was reported that the needle was found broken in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of a returned photo of the device, the needle was broken. Additional information has been requested.